Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post-operatively, the devices had a seal failure that resulted in a patient death. When the surgeon was asked for additional details the individual would not share any additional information about the incident.